Event description:
During the mea procedure, the physician noted a drop in the treatment temperature and subsequently withdrew the applicator slightly and the temperature returned to normal range. The procedure was then completed. Post mea hysteroscopy and laparoscopy confirmed a uterine perforation. Medical intervention was not required and the pt has recovered without complication. Cause of perforation unk.

Manufacturer narrative:
The mea system records data for each pt treatment procedure, including system parameters and pt data entered by the physician. The company analyzed the mea system's treatment data file associated with this event. The conclusion of the analysis was that the mea system was functioning within operating specifications at the time of the treatment, and no malfunctions or performance deviations were present. The company will test the applicator when it is returned. The company recommends post-dilation hysteroscopy to confirm an intact uterine cavity directly prior to insertion of the mea applicator.